Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture. It was also noted from imaging that the lead was dislodged. The lead was explanted and replaced. The patient was stable.